Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator's (s-ICD) smart pass feature was disabled due to undersensing of low amplitude measurements. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated this s-ICD was oversensing noise. The patient was hospitalized and no changes were made to the s-ICD at this time. No additional adverse patient effects were reported.